Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump. And manual insulin injection.